Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Concurrent procedure at the time of mesh implantation included, exploratory lap, tah, oophoropexy, abdominal sacral colpopexy, posterior colpoperineorrhaphy, midurethral sling, and cystoscopy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure for urinary incontinence, cystocele, and rectocele. It was reported that following insertion the patient experienced pain, bleeding, infection, urinary/bowel problems, recurrence and vaginal scarring. (B)(4).